Event description:
The customer reported a wash carousel jam entering the not ready state and knocking and grinding noise when attempting to reinitialize the instrument to ready mode involving the unicel dxc 600i synchron access clinical system. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. There was no report of impact to patient results. As the instrument entered the not ready state, any assays on board would not be analyzed. There was no patient impact associated with this event. Beckman coulter replaced the customer's affected lot of reaction vessels with a new lot without the new resin. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed reaction vessel (rv) jams in the wash carousel. The fse cleared the rv jam and initialized the instrument without any errors. The fse removed all affected rvs from the instrument. No further issues were reported. In conclusion, the cause of the wash carousel motion errors was due to a resin change in the manufacturing of reaction vessels for the unicel dxc instrument. Replacement of the reaction vessels, with a lot that was not manufactured with the new resin, corrected the issue. (B)(4).